Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a stroke. During a left atrial appendage (laa) closure procedure, a 21 mm watchman ® laa closure device was implanted with a complete seal. That same day the patient experienced reduced speech. A magnetic resonance imaging (MRI) revealed tiny microvascular insult. Additional intervention was not required. There were no changes to the seal of the closure device and no thrombus was observed. Two to four hours later the patient was stable and the issue was resolved. They are currently doing well and were discharged home on warfarin.